Manufacturer narrative:
The device was returned not deployed. During the investigation, the device deployed upon manual rotation of the ratchet gear. The download data indicates that the device ran 46 pulses and then was deactivated. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy. Damage was found to a few teeth to the bottom wheel of the ratchet gear. The damage did not contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.